Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a female pt (currently (B)(6) of age) who received super poligrip for dentures. A physician or other health care professional has not verified this report. In 1999, the pt started super poligrip after damage to her teeth caused by braces left her denture dependent. According to the lawyer, the pt discontinued use of super poligrip in or about early 2007, after being diagnosed with neuropathy attributed to excessive zinc and resulting in copper depleting attributable to super poligrip. Although zinc and copper levels returned to normal after discontinuing use of super poligrip, the pt suffered "profound and permanent neurological and other injuries attributable to her super poligrip use." Further, the lawyer alleged that the injuries left the pt "unable to perform her normal, customary and daily activities and in need of constant care and assistance." This case was assessed as medically serious by gsk.

Manufacturer narrative:
MFR's comment: super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. No corrective actions have been required based on this report. (B)(4).